Event description:
It was reported that this pacemaker device was found to be in safety mode. The device was explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
Information indicates this device will be returned for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
Information indicates this device will be returned for analysis. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device exhibited no telemetry capabilities under normal conditions and therefore could not be interrogated. The device pacing and sensing outputs were observed to be at the default safety mode settings. The titanium case was then opened, and the battery was removed so that an external power supply could be connected to the device circuitry for further analysis. The measured device battery voltage was appropriate. Analysis indicated the device circuitry exhibited an appropriate current drain measurement. The device circuitry still exhibited no telemetry with the external power supply connected, but the measured device telemetry coil resistance was appropriate and two different external telemetry coils were tried with no success. The external power supply voltages were measured, and all were within expected ranges. High power internal visual inspection of the device circuitry noted no anomalies. The results of the device analysis confirm the clinical observation that the device was in safety mode, but the cause of the failure and the associated lack of telemetry capabilities could not be determined.

Event description:
It was reported that this pacemaker device was found to be in safety mode. The device was explanted and replaced. There were no additional adverse patient effects.